Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple premature power switching events. Analysis of the controller revealed that the device met specifications; the controller passed visual inspection and functional testing. The most likely root cause of the reported event is a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014, FDA z-1607-2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01016, 3007042319-2015-01017 and 3007042319-2015-01018) submitted for devices related to the same event. (B)(4).

Event description:
It was reported from germany by the vad coordinator that the patient's controller does not switch to the other power port when the battery is down at 25%. He changes the batteries often between 40-50%. Battery switching was noted in the log-files. All components were replaced with no reported effects on the patient. This is report 1 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per IFU instructions: patients are instructed to "always keep a spare controller and fully charged spare batteries available at all times in case of an emergency". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-01016, 3007042319-2015-01017 and 3007042319-2015-01018) submitted for devices related to the same event.